Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer had not previously reported or reset the pump for this malfunction within the last 24 hours. Technical support provided information to reset the pump and assisted the caller with the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if any issues reappear. The caller acknowledged and understood the guidance provided.